Manufacturer narrative:
There were no existing CAPA¿s listed for any of the parts listed in this file for repair. The customer reported problem was confirmed. Technical support resolution: replace display board. Return the module to the factory. Explained to customer the problematic fault to error code. Instructed customer to interchange the display board to isolate problem error. Customer will call back if any further assistance is needed. A review of the device history record for sn (B)(4) was performed from 05/08/2015 to 11/18/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device received error 232.6040. There was no patient involvement.